Manufacturer narrative:
The quote for onsite service had expired due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was calibration failure of the touchscreen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer requested onsite service for replacement of the touchscreen. Onsite service is pending. Investigation ongoing.

Manufacturer narrative:
E: hopital (B)(6). Phone: reporter- (B)(6)/ institution: (B)(6).

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and performed a replacement of the touchscreen, but the reported issue was not resolved. It was then determined that a replacement of the user interface (ui) printed circuit board assembly (pcba) was required. Investigation remains ongoing.

Manufacturer narrative:
H10: the ui pcba was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that there was calibration failure of the touchscreen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report that there was calibration failure of the touchscreen. The customer requested onsite service for replacement of the touchscreen. A field service engineer (fse) went onsite and performed a replacement of the touchscreen but the reported issue was not resolved. It was then determined that a replacement of the user interface (ui) printed circuit board assembly (pcba) was required. A field service engineer (fse) went onsite and replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was learned the: the customer requested onsite service for replacement of the touchscreen. A field service engineer (fse) went onsite and performed a replacement of the touchscreen but the reported issue was not resolved. It was then determined that a replacement of the user interface (ui) printed circuit board assembly (pcba) was required. Onsite service for the assistance of the installation of the ui pcba is pending. Device evaluation and repair are pending.